Manufacturer narrative:
.

Manufacturer narrative:
Further information from the hospital was that the physician went in the room around 5:20am and CPR was started around 5:22. According to the trend review in the mp5 monitor, the patient had hr between 73 and 79 until about 3:47 and then nothing again in the trend review until about 5:22 where the hr was 0. The hospital wants to understand whether the device may have been put in standby during the missing monitoring time range. Note that, at this hospital, the monitors may be turned off if the patient needs to go for a procedure and would be expected to be turned back on when the patient returns. The device was evaluated by the field service engineer (fse), who checked the device and established that it is working as designed. The logs were thoroughly examined by clinical support. The logs show that the device was placed in the state of "standby" from 03:46:15.406, (B)(6) 2015 until 05:20:56.968, (B)(6) 2015. Therefore, the device could not have provided any vital signs or alarms in this state of use. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. No repair is required. The product remains at the customer site.

Event description:
The customer reported that the device stopped monitoring about 3:00 am, the reason is unknown. The patient is deceased.